Manufacturer narrative:
Device evaluation: the product was returned dry, in a micro centrifuge vial with clear surgical residue on product. Visual observation found no visible damage to the lens, lens is curved in shape, and contains foreign materials on lens surface (residue on lens). The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6, -16.0/+3.5/096 (sphere/cylinder/axis) implantable collamer lens, into the patient's left eye (os) on (B)(6) 2017. On (B)(6) 2017 the lens was explanted due to low vault. Post-operatively a longer lens was implanted and the problem was resolved. (B)(4)

Manufacturer narrative:
This product is manufactured but not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6, -16.0/+3.5/096 (sphere/cylinder/axis) implantable collamer lens, into the patient's left eye (os) on (B)(6) 2017. On (B)(6) 2017 the lens was exchanged with a longer lens, the surgeon noting low vault. The problem was resolved.

Manufacturer narrative:
Correction: the lens was explanted with a longer lens, the surgeon noted low vaulting. (B)(4).